Event description:
It was reported that this right ventricular (rv) lead was implanted without complication. However, when reviewing the implant parameters before pocket closure, the pacing impedance measurement was noted to be high, out-of-range at greater than 2,000 ohms. Therefore, the lead was removed and replaced with a new lead of the same model to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This report will be updated if the lead is later received for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted without complication. However, when reviewing the implant parameters before pocket closure, the pacing impedance measurement was noted to be high, out-of-range at greater than 2,000 ohms. Therefore, the lead was removed and replaced with a new lead of the same model to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.